Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: the returned device passed all testing in the laboratory and no anomalies were identified. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving clonidine with concentration 25.0 mcg/ml at a dose rate of 15.006 mcg/day and morphine with concentration 1.5 mg/day at a dose rate of 0.9003 mg/day via an implantable pump as of (B)(6) 2019 for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that residual and actual volume of drug was not matching at refill. They did not have specific volumes. More volume was aspirated from pump than expected for several refills. A physician performed a catheter dye study (date unknown) and the catheter was patent, so he surmised the issue was the pump and scheduled the patient for replacement. The pump was replaced on (B)(6) 2019. It was noted that 19 ml was aspirated from the existing pump and transferred into the new pump. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable (n/a). The pump was in possession of the company representative and was to be returned to the manufacturer. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but was not available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.